Manufacturer narrative:
Approximate age of device: 6 years, 5 months, 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that while the patient was at home, the patient experienced an pump stop alarm while he was supported by batteries. The patient went back into hospital. The intensivist exchanged the batteries on system controller and called the vad coordinator to obtain power module (ppm) and system monitor (vsm) to check what's going on. Patient stayed the night in observation without any alarm. Patient is feeling good and has not been impacted by issue. Red heart alarm was observed. The patient was discharged home on (B)(6) 2018. On (B)(6) 2018, the patient experienced a pump stop. The patient was readmitted in ICU and block occurred and the patient was intubated. The controller was exchanged and it was not possible to stop the controller and not possible to download data. The patient recovered and was extubated on (B)(6) 2018 and was doing well. On (B)(6) 2018, a percutaneous lead inspection was performed by the manufacturer's technical services, and was found to be suspicious for lead issue. The surgical team plans to exchange the pump on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation: the evaluation of heartmate ii lvas, confirmed a driveline issue that could have contributed to the report of pump stops while connected to battery power, which were observed in the submitted log files. However, a direct correlation between the returned device and the report of a ¿block¿ occurring could not be conclusively established through this evaluation. The submitted system controller log files captured several pump stops and low speed advisory/hazard alarms from 04:32:47 pm through 07:48:39 pm on (B)(6) 2018 while the system controller was connected to 14 v li-ion battery power. The controller was exchanged, and further pump stops and low speed events were observed on the second controller while the clock was not set. Once the clock was set, one further pump stop and low speed event was observed on (B)(6) 2018 at 09:01:56 pm. Low flow hazard alarms were associated with the low speed hazard events, and power elevations up to 24.7 w were associated with some of these pump stops. The device was returned assembled with the driveline severed approximately 2¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 37¿. Examination of the pump¿s blood-contacting surfaces did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Inspection of the driveline revealed internal metal braided shield breakdown approximately 3.5¿ and 9.5¿ from the pump housing. The external portion of the driveline revealed further metal braided shield breakdown approximately 2.5¿ from the metal connector. Visual inspection of the underlying wires revealed breaches in the insulation of the black, brown, and orange wires approximately 3.5¿ from the pump housing, exposing the inner conductors. Further breaches were observed in the insulation of the black, red, and green wires approximately 9¿ through 9.5¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of at least two wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to the reported pump stops while connected to battery power, which were confirmed through the evaluation of the submitted log files. The heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was reported indicated that on (B)(6) 2018, the patient's pump was exchanged. The patient is doing well, extubated 3 hours after surgery

Manufacturer narrative:
The evaluation of heartmate ii lvas confirmed a driveline issue that could have contributed to the report of pump stops while connected to battery power, which were observed in the submitted log files. However, a direct correlation between the returned device and the report of a ¿block¿ occurring could not be conclusively established through this evaluation. The submitted system controller log files captured several pump stops and low speed advisory/hazard alarms from 04:32:47 pm through 07:48:39 pm on (B)(6) 2018 while the system controller was connected to 14 v li-ion battery power. The controller was exchanged, and further pump stops and low speed events were observed on the second controller while the clock was not set. Once the clock was set, one further pump stop and low speed event was observed on (B)(6) 2018. Low flow hazard alarms were associated with the low speed hazard events, and power elevations up to 24.7 w were associated with some of these pump stops. Examination of the pump¿s blood-contacting surfaces did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Inspection of the driveline revealed internal metal braided shield breakdown. The external portion of the driveline revealed further metal braided shield breakdown. Visual inspection of the underlying wires revealed breaches in the insulation of the black, brown, and orange wires, exposing the inner conductors. Further breaches were observed in the insulation of the black, red, and green wires, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of at least two wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to the reported pump stops while connected to battery power, which were confirmed through the evaluation of the submitted log files. The heartmate ii lvas patient handbook contains a section on caring for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas instructions for use (IFU) outlines indications of driveline damage as well as how to respond to such events. This IFU also outlines indications of pump thrombosis, as well as how to respond to such events. Both of these documents outline all system controller alarms, as well as how to respond to each alarm condition. The patient remains ongoing on replacement lvas and no further events have been reported. The manufacturer is closing the file on this event.